Event description:
It was reported to siemens that a malfunction occurred while operating the artis q.zen ceiling system. The user reported that the interventional procedure lasted for an extended period of time, resulting in a high accumulated radiation dosage to the patient. At this time, there is no report of impact to the state of health of the patient. The procedure was continued and successfully completed on the concerned unit. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in switzerland.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Manufacturer narrative:
Siemens conducted a detailed investigation of the reported event. The investigation was performed on expert discussions (considering complaint description, cs (customer service) reports, system history, and system log files). Our customer informed us that the cumulative patient dose was very high after a lengthy procedure. Detailed investigation did not reveal any device defect that caused or could cause a high patient dose. The cumulative skin dose during the long treatment period of more than 3 hours is about 18gy. During this period, fluoro was performed over 123 minutes at 10 frames/s. Most radiation were done at a thick water value, i.e., 30~35cm, and large source-image distance (sid), i.e.,115cm or 120cm. Many fluoro events were done at almost the regulation limitation due to the hard imaging condition, especially the thick water value and the high sid. Thus, the applied dose levels were in accordance with the system settings and imaging conditions (especially very long fluoro time, thick water value, high sid and not small detector dose for each frame), as well as the applicable regulatory requirements. The dose applied was displayed in real-time on the monitor. The user can recognize total dose applied at any moment of the procedure from the monitor. The result of the investigation does not indicate a system failure or malfunction. The system works as specified. In conclusion, the system did not cause to the communicated effect nor does contribute to it outside the control of the operator. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because no malfunction of the system could be detected. Internal ID# (B)(4).